Event description:
It was reported that this right ventricular (rv) lead was an attempted implant at the left bundle branch which is contraindicated in product labeling. The lead tip broke off, as it was secured to tissue, when trying to reposition. The physician chose to leave the lead tip and remove the remaining fragment. A new lead of the same model, was successfully implanted. No additional adverse patient effects were reported. This lead was returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position and a portion of the helix missing. Visual inspection found dried blood/body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. When attempting to implant at the left bundle branch, the lead tip broke off. The physician chose to leave the lead tip and remove the remaining fragment, as it was secured to tissue. Left bundle branch lead placement is contraindicated in product labeling. A new lead of the same model, was successfully implanted. No additional adverse patient effects were reported. This lead was returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. When attempting to implant at the left bundle branch, the lead tip broke off. The physician chose to leave the lead tip and remove the remaining fragment, as it was secured to tissue. Left bundle branch lead placement is contraindicated in product labeling. A new lead of the same model, was successfully implanted. No additional adverse patient effects were reported. This lead was returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. An x-ray was obtained and revealed that the helix was in a retracted position. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.